Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2138-50 (B)(4), description: linear lead, 50 cm with pre-loaded 0.012 inches stylet the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient's precision system was explanted due to pressure on the spine. No further information was able to be obtained.